Manufacturer narrative:
Manufacturer's report date: 02/18/2015. (B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a leak from a port below the pump that resulted in a blood back up in the line during a heparin infusion. The pt's act level was noted to be lower than expected, requiring anticoagulation titration and more frequent monitoring. No further patient/event info was reported.